Event description:
MDR was sent to us from (B)(6), r.n. At (B)(6) hospital in (B)(6). Originally reported with incorrect sn:(B)(4). After calling her to confirm the sn, we discovered that the sn: should be (B)(4). "Patient had pacemaker inserted on (B)(6) 2000. Pt had routine follow up in md office for generator check and was found to have a fractured atrial lead, impedance is >3200 ohms. Presents to operating room on (B)(6) 2007 for pacemaker atrial lead revision. Pre op diagnosis: pacemaker battery end of life; atrial lead malfunction. Surgical procedure: pacemaker generator change; insertion of new atrial lead. Note: old atrial pacer lead left in place, capped with lead sealing cap."